Event description:
It was reported, that patient presented in clinic. It was noted, that right ventricular (rv) lead exhibited over sensed noise leading to inappropriate therapy, r wave amplitude variation, high capture threshold and low pacing impedance. It was also noted, that the lead had an insulation damage. The lead was capped on (B)(6)2024 and replaced with new lead. Patient was recovering.